Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic dissection cannot be confirmed; however, as reported by the physician, friable tissue combined with annular calcification may have contributed to the event. There is no indication this event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, after valve deployment, a root angiogram noted a small perforation in the lvot below the left coronary. The deployed valve appeared in good position with trace paravalvular leak. Several minutes passed after valve deployment and the patient's blood pressure began to drop into the 50's. The patient was placed on cardiopulmonary bypass and the chest was opened to repair the tear. After the repair, the patient stabilized and left the room intubated. As reported, multiple bavs were performed during the procedure before deployment of the valve. The sapien xt valve, 29mm was deployed successfully. Friable tissue was considered a potential cause for the annular rupture. The patient expired 4 days post tavr procedure. At last communication, the exact cause of death was not known.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
Attempts to obtain additional information were unsuccessful; the exact cause of death remains unknown.